Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the patient had previously undergone a liver transplant with an unknown complication. He was monitored by hematologists. The implanting physician, whom treated the patient for a periumbilical hernia, conducted a follow-up call with the patient in which it was determined that the patient might have had a recurrence of the hernia but was asymptomatic. A physical exam was not performed. The patient indicated that there was no impairment in his daily routine and did not wish to proceed with any treatment of the potential recurrence. The hernia was repaired laparoscopically, fixated with absorbable staples and staples with conventional crowns. The defect was 6cm x 3cm with an approximate 5cm overlap of mesh placed. There were no other complications reported. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Evaluation summary: as no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. No sample and no picture were provided for investigation. Without the sample a detailed investigation could not be performed. The reported information is too limited to determine the root cause or most probable cause of the reported incident and/or to determine if the incident is associated with a manufacturing or component discrepancy. The potential reported recurrence is a known potential complication of this type of surgery; this is a procedural related complication that is not normally attributed to any product/process deficiencies. The product IFU which accompanies each device states in chapter -possible complications- that -the possible complications associated with the use of symbotex composite mesh are those typically associated with surgically implantable mesh: seroma, hematoma, recurrence, adhesions, fistula formation, infection, inflammation, chronic pain, and/or allergic reactions to the components of the product. Potential events associated with state of the art mesh with similar indication may include: organ injury (including bowel and visceral injury), trocar-site herniation, bowel obstruction and urinary retention (related with the use of anesthetics).- a search for like/similar events could not been performed as the lot number was not provided. No immediate corrective action required. If additional information is obtained, or the sample is returned, we will re-open this investigation.

Event description:
According to the reporter: additional information received from the account stated that the size of the hernia defect was 6 x 3 cm with an overlap of 5 cm. The mesh was not cut prior to implantation. The mesh was dry when implanting. It was soaked in serum.